Event description:
It was reported that during a tvt procedure the tape came loose from the needle when pulling it through the right side. The tape could be dissected and found after some extra work. The surgeon needed to place extra sutures. There were no pt consequences reported.